Event description:
It was reported that the pump motor had stalled with no motor stall recovery recorded. There was no known magnetic field and no MRI was performed. The physician opted not to attempt a roller study, stating it wasn't necessary. The pt had lost a significant amount of weight and wanted the pump moved from the subclavical to the abdomen, so the physician opted to revise. The revision was rescheduled twice due to low potassium levels. On (B) (6) 2010, the pump was explanted and placed from the subclavical area into the abdomen. According to the logs, the motor stall did not recover. The pt experienced withdrawal, which was managed with oral medication. The pump was used to deliver fentanyl and clonidine.

Manufacturer narrative:
(B) (4).